Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays a red "x", error log reports "therapy knob failure" during the day. There was no reported patient involvement.